Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an infusion set adhesive issues on (B)(6) 2026: once per box, the infusion set fell off during use. Few lipohypertrophy/pump bumps were noted on the abdomen, the patient replaced the infusion set and successfully resumed insulin delivery. No further information available.